Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with fail code 5710:320:654:0000; this condition had the potential to interrupt delivery. This condition was found in the central supply department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. (The user interface module software version of this pump is 6.13.90)

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a fail code of 5710:320:654:0000 was confirmed, but not reproduced during product evaluation. The root cause of this condition was assigned depleted main batteries from user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The event history log confirmed the reported problem as failure code 570:320:654:0000.